Manufacturer narrative:
The customer reported the smart site was inverted and returned one photo of material mx4436. The photo verified the issue of inverted smart site, proximal and distal sides attached to the wrong tubing. The manufacturing site found the possible root cause of the inverted smart site to be assembler error in not using fixture 2120 correctly. The fixture is designed to help with the smart site orientation when assembling with the tubing. A quality alert was generated 05jun2024 to communicate, reinforce, and correct the sequence of operations for assembler. A device history record review could not be performed on material mx4436 because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Event description:
It was reported that bd maxguard extension set with needleless y-site(s), stopcock(s) and manifold was damaged the following information was received by the initial reporter with the following verbatim: we have had multiple patients come through surgery and their IV tubing becomes disconnected at the stopcock. Today, we received a patient in pacu after surgery and the clave closest to the patient was backwards. It was forcing the medications to be flushed towards the bag instead of the patient. Catalog#: mx4436.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.